Event description:
Pt was revised to address poly wear of the insert (left side).

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was limited to the information provided, as the lot number required to review the device history records and complaint history was not provided. Although the investigation could not verify or draw any conclusions about the cause of the reported wear, the initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. It would not be unreasonable to expect some wear after approximately 11 years of implantation. The need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional info that changes this conclusion be received, the investigation will be reopened. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.